Event description:
It was reported a patient experienced and was hospitalized the same day for peritonitis coincident with peritoneal dialysis (pd) therapy. The peritonitis was manifested by severe abdominal pain and cloudy peritoneal effluent. On an unknown date, the patient was treated with unspecified antibiotics. The cause of the peritonitis was a break in aseptic technique. On an unknown date the patient was retrained on aseptic technique. The patient was discharged twenty-seven days after admission and has recovered from the peritonitis event. The same date as discharge, pd therapy was discontinued and hemodialysis was started. Per the pd nurse, the pd therapy was not discontinued due to the peritonitis event. No additional information is available.

Manufacturer narrative:
(B)(4). The cause of this peritonitis was break in aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If additional relevant information is received, a supplemental medwatch will be filed.